Event description:
Several sets of IV tubing were tried on different IV pumps. All triggered "occlusion upstream." Tubing and pumps taken to biomed. They were able to duplicate the error. The problem is that the cassettes are not being loading properly. Nursing staff inserviced. No further problems noted.